Event description:
It was reported that the top of the external pulse generator's (epg) display was damaged and the caller was not able to see the a v display. The current status of the epg is unknown. No patient complications have been reported as a result of this event.